Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump customer will rely on multiple daily injection to ensure delivery of insulin therapy.